Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device is being returned and forwarded to a quality engineer for evaluation. No testing methods performed.

Event description:
It was reported that ¿patties 300509 are not hard when dry, but a little flexible (this was different before). Patties turn see-through when they are wet and rip apart when they are pulled out. This is the main problem: when the patties are pulled out, they rip apart in the middle and half the patty stays inside the patient and has to be removed manually.¿ there was no patient injury reported as a result of this event.

Manufacturer narrative:
The alleged product was not returned for evaluation; however, the customer returned unused product of the same lot and other lots for evaluation. As received: product ID #300509, 130 (13 boxes) sample(s) from lot number 00020215; 70 (7 boxes) samples from lot number 00020218; 75 (6 boxes and 15 pouches) samples from lot number 00020220. Analysis: equipment used: 571-m (force gauge), 933-m (thermometer) and distilled water. Observations: tested eight patties from each of the lots returned. Used ansi/asq z1.4-2003 sampling plan with an aql of 0.65 using an s-4 inspection level (single-reduced) for sample size determination. Tested the samples according to ps1013 (manufacturing surgical patties) section 7.7 (test weld strength). All samples tested met the product specification. Conclusion: the underlying cause is inconclusive as the product problem could not be replicated; therefore the reported failure (fell apart) is unconfirmed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.